Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2014. The tip of the device fell off. The piece that fell off was retrieved. Nothing was left in the patient. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs and missing.